Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Reason for reoperation: delamination.

Event description:
Healthcare professional reported left side creases and valve delamination from shell via rga.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade iii" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: observed crease in the device delamination: delamination in the plug strap assessed as to chesive. Deflation-ndr: observed two openings striated assessed as to surgical damage. Additional observations: white calcification observed in the surface of the shell. Crease fold observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade iii" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "any creases," "valve delaminated from shell," and "patient deflated 3 weeks prior to surgery (which is not device related)." Device has been explanted and replaced.